Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit was received with normal operating currents and passed unexpected restart error test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. They said they were changing their pump sites and reservoir when the alarm occurred. The customer's blood glucose was unknown. The customer states that the drive support cap appeared normal and that they had not pressed the cap while connected. It was explained that the possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.